Event description:
It was reported that syringe 3ml ll 21ga 1-1/2in mx bun was deformed. The following information was provided by the initial reporter: deformity in the piston/stopper which prevents an adequate dosage. 1 unit.

Manufacturer narrative:
H.6. Investigation: two photos received for investigation, upon observation the picture shows that the stopper has a minor lift, which causes it to be seen above the circumference of the plunger retaining ring. Stopper angularity could be observed, however since no physical sample is received it is not possible to investigate further or confirm the damage to the stopper. Root cause cannot be determined. Furthermore, during the documentary review, no quality events records the batch were inspected and later released in accordance with the valid work instruction.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ll 21ga 1-1/2in mx bun was deformed. The following information was provided by the initial reporter: deformity in the piston/stopper which prevents an adequate dosage. 1 unit.